Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate. Added: b5, d4 lot, h4 corrected: d4 primary UDI number

Event description:
Additional information was received and states that: b. Was there any patient harm/consequence related to the event? No c. Was there any surgical delay related to the event? No. D. Was there any specific allegation against the screw? No.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the t20 screwdriver broke while implanting screw in metaglene. They were delayed a couple minutes while we found another screwdriver. Driver broke at the very tip where the threads are located. It was in two or more pieces. The tip broke off in the screw and the surgeon was unable to get it our of the screw head. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip was broken. The broken fragment was not returned for evaluation. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the star driver 20 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the t20 screwdriver broke while implanting screw in metaglene. Surgery was delayed a couple minutes while another screwdriver was found. The driver broke at the very tip where the threads are located. It was in two or more pieces. The tip broke off in the screw and the surgeon was unable to get it out of the screw head.